Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt)/ premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a temporary pacemaker and a cardiac tamponade requiring pericardiocentesis. It was reported that during a pvc procedure, the patient went into heart block after the catheters were manipulated. No ablation had been performed at this point. A pericardial effusion was then diagnosed via soundstar catheter. A pericardiocentesis was performed by the physician. A temporary pacemaker was also placed and the patient was moved to observation. The patient was stable at the time of the report. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure and patient condition. Intervention provided: pericardiocentesis. Patient outcome of the adverse event: fully recovered. Patient didn¿t need extended hospitalization. A transseptal puncture was not performed. Prior to noting the CT ablation was not performed. Event occurred during mapping phase. Irrigated catheter was in the body for mapping purpose and was on recommended flow settings. All the force visualization features were being used. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
On 3-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-oct-2021, the product investigation was completed. It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt)/ premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a temporary pacemaker and a cardiac tamponade requiring pericardiocentesis. It was reported that during a pvc procedure, the patient went into heart block after the catheters were manipulated. No ablation had been performed at this point. A pericardial effusion was then diagnosed via soundstar catheter. A pericardiocentesis was performed by the physician. A temporary pacemaker was also placed and the patient was moved to observation. The patient was stable at the time of the report. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. During patency test some irrigation holes did not irrigate. Dome was dissected and reddish material was found occluding irrigation holes. A fourier transform infrared spectroscopy test (ftir) was performed and the results revealed that foreign material found within dome is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed for the finished device 30589055l number, and no internal action was found during the review. The patency test failed since no all the holes were irrigating . The instructions for use (IFU) states that : careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Before use, check irrigation ports are patent by infusing of heparinized normal saline through the catheter and tubing. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. The root cause of this occlusion is related to the usage of the catheter during the procedure and it cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).